Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device continuously rebooting (and therefore being inoperable) was confirmed. An internal inspection of the device was performed which revealed damage to the cough assist valve poppet. Ventec replaced the cough valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the rubber ring of the cough assist valve's poppet was torn.

Event description:
It was reported to ventec that the device was continuously rebooting upon power on. In this state, the device would be inoperative. There were no reports of patient use associated with the reported event.